Manufacturer narrative:
Additional information was requested at the author of the journal article and at the hospital. We received an answer stating that the hospital is not able to provide any further information due to data privacy policy. It was not possible to perform a trend analysis, as the catalogue number of the device is unknown. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR.. Review of received data: the only information available is the event as reported in the journal article: in one patient, radiolucent lines around the cup and the stem were observed. Patient was revised 5 years after implantation due to aseptic loosening.. No other details are available. No medical data such as x-rays, surgical notes or any other case-relevant documents received. A technical investigation was not possible to perform, as the device was not at hand for investigation. Root cause analysis: the only information available is the event as reported in the journal article: in one patient, radiolucent lines around the cup and the stem were observed. Patient was revised 5 years after implantation due to aseptic loosening.. No other details are available .additionally, the patients are not reported to have experienced adverse events such as loosening or pain. Conclusion summary: the only information available is the event as reported in the journal article: in one patient, radiolucent lines around the cup and the stem were observed. Patient was revised 5 years after implantation due to aseptic loosening.. No other details are available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore,an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a the journal article "eradication of infection, survival, and radiological results of uncemented revision stems in infected total hip arthroplasties", it was stated that one patient underwent presented radiolucent lines around the cup and stem after 5 years of implantation and was revised due to aseptic loosening. The implantation took place between january 1993 and december 2012. Source: "eradication of infection, survival, and radiological results of uncemented revision stems in infected total hip arthroplasties", philipp born, thomas ilchmann, werner zimmerli, lukas zwicky, peter graber, peter e ochsner and martin clauss (2016) acta orthopaedica, 87:6, 637-643.